Event description:
As stated by the customer 2012-(B)(6): resident was being transferred from chair to bed and when the staff raised the lift and pull the chair back, the resident fell through the bottom of the sling. This resident has been using the medium yellow trimmed sling all along and we have not had issues. As far as I am aware, she has not had any great fluctuation in weight either. I really feel that after interviewing the staff involved, that the sling placement was the issue. The resident slid out of the bottom of the sling and her one leg remained in the sling causing a twisting motion when she came down and she did hit her head on the leg of the lift causing a hematoma and a laceration. Fortunately she is ok and the staff was able to treat her injuries here and she has been ok since. Could not determine at this time which lift was involved.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). Manufacturer complaint number: (B)(4). Please note that previous reports for this product have been submitted by (B)(4). This manufacturing site is permanently closed down as of 2011-(B)(4) and going forward complaints related to this product are handled by arjohuntleigh (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.